Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 800 mg/dl on (B)(6) 2016, and went to the hospital. The customer was unable to remember if the customer had ketones during the time of the event. Reportedly, the customer reported that the elevated bg level was due to having a rare type of pneumonia. Subsequently, the customer reported that the hospitalization was not due to the pump, supplies, or diabetes. Recommendation was made to discuss diabetes management with health care provider.